Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure which included the use of a thermocool® smart touch® sf bi-directional navigation catheter and experienced cardiac tamponade during the ablation phase of the procedure that was indicated by patient's blood pressure dropping. The cardiac tamponade was treated with a pericardiocentesis with 3400 of fluid removed over the course of an hour and surgical intervention. The physician¿s opinion on the cause is procedure and/or patient condition related. Patient has fully recovered with an extended hospitalization required post intervention. No evidence of steam pop. Pump was operating, smartablate "generator" settings were correct, and no error messages observed on the biosense webster inc. (Bwi) equipment during the procedure. Transseptal puncture was performed with st. Jude medical brk xs series needle.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31110705l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).